Event description:
A healthcare professional called on behalf of the customer. The caller stated the customer's endocrinologist had returned the customer's contour system due to high readings. The customer's contour read 285 mg/dl compared to a lab test result of 135 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have any test strips left that gave the high readings, so no product will be returned.